Event description:
Caller reported experiencing an occlusion alarm. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. Tandem technical support advised the caller to perform a system check and no issues were identified. The customer replaced pump supplies and continue insulin therapy.